Manufacturer narrative:
No button error alarm found during failure analysis. Intermittent button response found during failure analysis due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they were sweating prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.